Event description:
It was reported that the patient was experiencing recurring incontinence due to urethral atrophy at the cuff. The artificial urinary sphincter (aus) has been implanted on 2007 and was still functioning normally but the physician decided to remove and replaced the entire device due to its age. The cuff length was downsized from 4.0cm to 3.5cm. There were no additional patient complications.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Due to the lack of product return, the clinical observations of atrophy and incontinence could not be confirmed.

Event description:
It was reported that the patient was experiencing recurring incontinence due to urethral atrophy at the cuff. The artificial urinary sphincter (aus) has been implanted on 2007 and was still functioning normally but the physician decided to remove and replaced the entire device due to its age. The cuff length was downsized from 4.0cm to 3.5cm. There were no additional patient complications.